Manufacturer narrative:
ECG strips and further details cannot be provided as the event took place in december. The responsible remote support engineer stated the following, "unfortunately, without an ECG printout or more specific data, it is not possible to understand what the problem was in december. The qrs complexes are probably counted twice because the p or t waves are too high. The answer to your question is instruction of use (IFU), chapter 5 ECG, arrhythmia, st segment monitoring and qt monitoring." Based on the information provided, the exact cause for the reported issue could not be established.

Event description:
The customer reported that bradycardia occasionally displays double heart rate - no alarm is generated from the intellivue mx400 patient monitor. The device was in use on a patient. There was no report of patient or user harm.